Event description:
(B) (6) said bed from picu was put in hallway and nurses alleged that it arced when plugged in. (B) (6) said there was not a patient in bed and no injuries occurred. (B) (6) said inside of plug is darkened but fuses are not blown.

Manufacturer narrative:
Hill-rom recommended replacing filter because it is shorted.